Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height 3.1 drawer all cubies failed and showed hardware error messages, all cubies were not detected on the bus or read, write or invalid cubie memory. The field service engineer (fse) reseated the cables for the row board controller boards for positions 3.1 and 3.2. After reseating the cables, multiple cubies were prompted to eject. Once the cubies were ejected, the customer reloaded them, and the system resumed normal operation. All tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.1 displayed a hardware failure message, with all cubies failed due to not detected on bus and read/write or invalid cubie memory errors, resulted on the user being unable to access any medications on drawer 3.1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.